Event description:
It was reported that the patient was having trouble healing and the pocket will need to be revised. No alleged product issue reported. The patient was alive with no injury. The patient was receiving effective therapy. It was later reported that the cause of the event was not determine and it was unknown if device related. The revision had not been scheduled.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0q84e, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).